Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had so much trouble in charging the implant. Pt mentioned that 2-3 weeks ago they fell on their back closed to the stimulator and ever since they have to side it just to get a good connection, pt can't get excellent connection; pt added that they tried 10 times but will only get a 50% charge, they could not get it higher than 50%. Agent provided information to pt and had them connect the recharging paddle and enter passive recharge mode (prm). Pt mentioned they got poor recharging quality. Pt mentioned controller was at 70%, implant was 40% and they had charged for an hour. Agent had pt clean the recharging paddle plug and blew air into the port and reconnect the recharging paddle to enter prm again. Pt mentioned they got 61-72-80, then got 91. Agent advised the pt to maintain the position. Agent reviewed prm information to pt and redirected the pt to their managing healthcare provider (hcp). No symptoms were reported.